Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017 and (B)(6) 2019. (B)(4). Device evaluation: product evaluation was not performed because the product has not been returned. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints were received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens was implanted in the patient's left eye, and was placed at three (3) degrees. The lens was later explanted in a secondary surgical procedure because of patient experiencing extreme problem with glare and haloes caused by the lens. Patient was unable to drive or work due to the severity of the issue. Additional information received stated there was no vitrectomy, sutures and incision enlargement performed. There was no concern with the patient at the time of discharge. Visual acuity pre-op (pre-initial implant): 20/40 both eyes (ou), visual acuity post-op (post-initial implant): 20/30-1 ou, visual acuity post-op (post-replacement): os 20/20. No other information provided. This MDR is for the left eye. A separate MDR is being submitted for the right eye.